Event description:
It was reported that, after a left thr procedure, performed on (B)(6) 2014, a revision surgery was carried out on (B)(6) 2015 due to subluxation of the hip. The r3 liner component and oxonium 36mm +8 femoral head were explanted, and a r3 constrained liner was used to treat the event. When rom was performed, no subluxation or dislocation occurred. The patient was taken to recovery in stable condition.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the patient had a left r3 total hip arthroplasty on (B)(6) 2014, and a revision 6-months post implantation due to ¿subluxation, left total hip.¿ the revision operative report noted, ¿once the posterior soft tissues had been opened, the hip could be subluxed posteriorly.¿ patient was revised using constrained 62-mm acetabular liner and a 28 plus 8 femoral head which matched the patient's previous construct. With the limited information provided the clinical root cause of the reported subluxation and subsequent revision cannot be confirmed and it cannot be concluded that the recurrent subluxations were associated with a mal-performance of the implant. The patient had a 2nd revision 6-years later due to prosthetic joint infection. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device. A review of the instructions for use documents for hip systems revealed that dislocation has been identified in warnings and precautions and may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.